Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as air in line alarms) but did not reproduce the reported "air detector worn or air filled tubes." The evaluation found a failed upstream sensor which is a known contributor to the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a symptom of "air detector worn or air filled tubes." It was also reported that there was no patient involvement.